Event description:
The shunt was implanted in a 12 yr old pt with hydrocephalus on 8/2/93. On 9/5/96 the pt underwent a shunt revision secondary to acute obstruction. When the shunt was removed it was found that it had fractured throughout and most of the distal end was into the peritoneum. The fracture occurred approx 2 cm below the level of the clavicle. There is not history of trauma or injury to the pt.